Event description:
The hcp reported that a cervical biopsy was done on the pt that irritated the pocket, causing a wound to develop at the pocket. Pt symptoms included mild pain at the lateral edge of the pump. The wound became infected and the pump was explanted in 2007. A "gram stain of cultures" revealed no organisms. The pt recovered without sequela. The pump was used to deliver dilaudid 2 mg/ml, bupivicaine 40 mg/ml, compounded baclofen 200 mcg/ml, and droperidol 400 mcg/ml at 0.35 ml/day. The pump was not re-implanted due to unacceptable drug complications (not specified); an infusion system re-implant was planned in the future.